Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The mis 5.5 cortical fix fenestrated 7x50mm screw - bottom loading shaft [product code: 1867-27-750, lot no: tbdng] was not returned to the complaints handling unit (chu) for evaluation. A review of the device history record (DHR) for the mis 5.5 cortical fix fenestrated 7x50mm screw was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Without the device we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Event description:
During surgery screw head has loosen from shaft in situ. Screw was implanted on level l5 (thread was cut before insert). Screw shaft was remained in patient. No patient harm

Manufacturer narrative:
The mis 5.5 cortical fix fenestrated 7x50mm screw - bottom loading shaft [product code: 1867-27-750, lot no: tbdng] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the polyaxial screw shank has become detached from the tulip head. The polyaxial screw shank was not returned for evaluation as it remains inside the patient. It was also found that the flex ball remains intact inside the tulip head. Furthermore, one of the tabs on the flex ball had been broken off. No other anomalies or damage of any sort appears on the returned tulip head. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the cortical fix screw's tulip head becoming dislodged from the shank cannot be positively determined. Based on the implant¿s evaluation, one probable root cause may likely be that the tulip head was subjected to a higher than anticipated load resulting in tulip head detachment. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.